Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2015 (B)(6); product type lead. (B)(4).

Event description:
It was reported there was lead migration. As a result, reprogramming and x-ray imaging was performed. The patient was bending over trying to dry her buttock after a shower and felt a ¿pop¿. She lost tingling in her left back area. The lead migration was noted to both leads. The leads were implanted at the tip of t7 and new image shows both leads have been pulled down. The patient was getting less than 50% therapy relief on the left side of the back. Reprogramming captured the painful areas with paresthesia. The patient was getting effective relief, no follow-up needed.